Event description:
The customer reported a button error alarm during normal use. The buttons were not held down for three minutes or longer. The customer also reported being treated by the paramedics due to low blood glucose levels. The customer did not know her blood glucose reading at the time of the event. The customer stated that she often experiences low blood glucose levels, and has been working with her doctor in adjusting the settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.